Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned product could not confirm the report. All device components except the deployed bands were present in the plastic tray. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. None of the deployed bands were included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided indicated that the user deployed bands during test firing performed outside the patient. The bands are not intended to be fired outside the patient. The bands are intended to be used on esophageal varices. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that user deployed bands during test firing performed outside the patient, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a endoscopic variceal ligation (evl), the physician selected a cook 6 shooter saeed multi-band ligator. The first band did not immediately coil [band is not tight enough]. The additional information received on 25-june-2020 noted that the physician ¿pre-tested¿ the bander by shooting 2-3 bands off the barrel before putting the bander into the patient. The bands did not retain their shape and they opened a 2nd bander (pr # 302685). This occurred prior to patient contact; there was no impact to the patient.